Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged at the distal tip. Although damage was observed at the distal tip of the soft cannula, the timing and cause could not be determined. Additionally, the damage observed at the distal tip did not prevent insulin delivery. Further investigation of the device did not find any other damages or defects that could contribute to a failure of the pod to deliver insulin. The downloaded data does not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 257 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. Ketones were also checked and the results were (B)(6). As treatment, pod was removed and a new pod was applied.